Event description:
It was reported that the patient was implanted with a biolox® delta, ceramic femoral head, m, 40/0, taper 12/14 on the right side on (B)(6) 2015. The patient reported a leg length discrepancy, pain, sciatica down his leg and throbbing in his knee due to the position of his hip. The device remains implanted.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain/leg length discrepancy. Event summary: it was reported that patient underwent total hip procedure on (B)(6) 2015 and has not walked the same since his procedure. His hip is 0.5 inch (½ inch) out further than before and it is one half inch (½ inch) shorter than before his procedure. He has pain, sciatica down his leg and throbbing in his knee due to the position of his hip. He feels there is nothing wrong with the product; he feels the surgeon did not perform the surgery correctly. He saw a different surgeon that thought his head was involved in a recall. Review of received data - one undated ap view pelvis x-ray, which is supposed to take right after the implantation is returned. It is observed that the right leg is longer than the left leg. Even though the x-ray has low quality to distinguish certain features, it is possible to say the inclination angle of the cup is around 50-52°. - surgical report dated (B)(6) 2015: pre-op doagnosis: severe arthritis osteoarthritis right hip procedure : uncemented anterior tha right implants: 9 kinectiv m/l taper, 40mm biolox, stnd offset neck, 60mm continuum with stnd longevity liner and one supplemental screw findings: good hip stability at conclusion. Leg lengths were equal at neck length of -4, however, there was shucking and stability would have required a double extended offset. This would have upset mechanics and created too great a lateralization thus decision was made to go slightly long (3-5 mm). - one photo of the ceramic head seated on the stem is returned which do not convey any information, as it is photographed during the op. No product was returned to zimmer biomet for in-depth analysis; according to the information received, the device is still implanted. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis pain and leg length discrepancy reported in this complaint cannot be related to a single specific failure mode for the biolox delta ceramic head. Based on the given information, a root cause analysis is therefore not possible. Received medical data do not present any problems which might be ceramic head sourced. Should any additional information that changes the assessment become available, the case will reevaluated. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary based on the information available, the reported failure is confirmed, however, an exact root cause could not be determined. The complaint at hand is most likely related to the operational procedure regarding the femoral stem/acetabular component. Revision surgery notes indicate that the leg lengths were equal at stem neck length of -4, however, there was shucking and stability would have required a double extended offset. This would have upset mechanics and created too great a lateralization thus decision was made to go slightly long (3-5 mm). Moreover, from the x-ray it looks as if a smaller offset head (s, -3.5mm) was chosen, then an impingement would be likely to occur. Therefore, no solution regarding the head choice would be possible. Furthermore, the ref/lot number combination of the ceramic head was not a part of recall as it was questioned in the reported event. For the investigation of those zimmer inc., (B)(4) devices please see (B)(4)((B)(4)split case). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received on september 21, 2017 and is filed in this report. Other additional information has been requested and is currently not available. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation as patient is not revised. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox head hip impl on the right side on (B)(6) 2015. The patient reported a leg length discrepancy, pain, sciatica down his leg and throbbing in his knee due to the position of his hip.